Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the very calcified left main artery. A 3.00mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient and the balloon was checked and was noted to have ruptured horizontally. Part of the balloon was detached from the catheter and was inside the coronary artery. Fortunately, it did not cause a flow limiting or thrombosis of the coronary artery. The procedure was completed with no patient complications reported and the patient's status was stable.